Event description:
The customer reported the device failed to discharge. The involved pt died after arriving at the hospital but there is no allegation that the device behavior impacted the pt outcome.

Manufacturer narrative:
(B)(4). The customer reported the device failed to discharge. The involved pt died after arriving at the hospital but there is no allegation that the device behavior impacted the pt outcome. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.